Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the brown (-5v) wire was open inside the trunk cable. The cause of the check belt messages is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted form the open wire. The patient twas issued a replacement electrode belt.

Event description:
A (B)(6) male patient's son contacted zoll customer support to report constant check te alarms. The patient was issued a replacement electrode belt.